Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation of the sample noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the solution immediately leaked from a pinhole over the inflation lumen at the trifurcation. Although the reported event was confirmed a root cause for this failure mode could not be determined. However a potential root cause for this failure mode could be end of the shaft did not match with the mark in core pin. It was unknown whether the product was used for treatment or diagnosis. The product had failed to meet the specifications and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse inflated the balloon prior to insertion and found a potential fluid leak from the balloon area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse inflated the balloon prior to insertion and found a potential leak as fluid launched out of the balloon area.